Event description:
Same case as MDR ID 2134265-2013-02466. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed and calcified target lesion was located in the moderately tortuous right common iliac artery. A non bsc introducer sheath was used. After a non bsc guide wire was advanced and crossed the lesion, a 3 mm x 20 mm mustang¿ balloon was inflated and it ruptured at 21 atm during the first inflation. Then a 3 mm x 20 mm x 135 cm mustang balloon catheter was advanced but the balloon ruptured at 15 atm during the first inflation. The procedure was completed with a different device. No patient complication was reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device returned to MFR.: the complaint device was not returned for analysis as it was disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).